Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000176r, serial/lot #: rev. 1 : (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that the power enclosure was replaced and the power tray upgraded. The imaging system then passed the system checkout and was found to be fully functional. The power enclosure was returned to the manufacturer for analysis. Power conversion enclosure failed bench testing. Transistors q28 and q14 failed, they were found to be shorted. Faulty power conversion enclosure. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. During a planned maintenance, it was found that the power enclosure was starting to fail. No patient was present.